Event description:
Taper 1. Follow up findings: pt had lagb system implanted in 2002 and experienced loss of restriction. The physician diagnosed leakage in the tubing. The access port was removed and replaced 4 months later.

Event description:
Patient has had a break at port tubing connector. No surgery yet to replace the port.